Manufacturer narrative:
According to the facility on (B)(6) 2025 "the physician introduced the needle into the patient at the l3/4 level, a fluoroscopic image was taken in the ap position, the c-arm was then moved into the lateral position so the physician could continue to advance the needle, at this point, the physician slightly retracted the needle to readjust the position, during retraction, the needle broke off approximately 2-3 cm under the patient's skin". Per the facility the needle "was never near the epidural space". Per the facility the "the physician used a scalpel to slightly cut the skin, tweezers were used in an attempt to retract the needle, the tweezers were able to grasp the needle but would slip off". Per the facility "the decision was made to transport the patient via ems to the hospital; a surgical team took the patient into the operating room where the needle was removed under general anesthesia without incident". Per the facility the patient is "recovering well". The device is not available for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The needle broke off approximately 2-3 cm under the patient's skin.